Event description:
A representative reported when the patient came to the hospital to refill the pump, the end of service (eos) and elective replacement indicator (eri) occurred. The patient did not hear any alarms. The pump was seven years old. It was thought that the pump had not been checked by the physician, but the physician ¿asked the representative to report the event for the alarm issue¿. It was further noted that the pump was at end of life, and there was no possibility to program. The patient was given oral baclofen. There were no patient symptoms or complications associated with the event. The patient had a new pump since (B)(6) 2013. Everything was noted to be ¿ok with intrathecal baclofen¿ and ¿effective therapy¿ was noted. The medication used within the system was gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Manufacturer narrative:
Analysis of the pump battery revealed high resistance. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.